Manufacturer narrative:
The user facility auto-claved the saw after the case was complete and returned the saw to manufacturer for further investigation. This complaint could not be confirmed by the quality engineer. The saw and cable were sent to the service repair center for further evaluation. The service tech was also unable to confirm the reported complaint. The saw and cable will have preventative maintenance performed upon customer approval and then returned to specifications. Evaluation in progress but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, with the saw hooked up to the cable, the saw would not turn on until he applied pressure to the blade and then the saw would engage. Then it would operate correctly. The user noted there was a delay for about ten seconds. The device was not changed out. The surgical procedure was completed successfully, no blood loss or no adverse consequences to the pt.